Manufacturer narrative:
Product analysis summary: the stent was not positioned the balloon between the marker bands as per specifications due to stretching of mid to distal stent wraps. Deformation was evident to the distal stent wraps with struts severely stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx to treat a severely tortuous, severely calcified lesion exhibiting 95% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a non medtronic device. The patient was reported to be alive with no injuries.